Event description:
A (B)(6) man underwent mitral clip procedure on (B)(6) 2012 with around 2 hours of 3d tee. Three hours after the procedure, he developed severe upper gi bleeding and gastroscopy was done and reveal laceration in the stomach with active bleeding. The pt died after operation to stop the gastric bleeding.

Manufacturer narrative:
(B)(4). The field service engineer evaluated the probe and ultrasound system. Both system and probe were found to be functioning normally. Philips has requested that the involved probe be returned to the factory for eval. There is no confirmed malfunction no causal correlation established between the device and patient death.